Manufacturer narrative:
As of today, the investigation is still in-process. A follow-up will be filed as needed.

Event description:
It was reported that during a contrast procedure the doctor noted that "in the subtracted images there are artifacts produced by the skin and in general it seems that the subtraction itself doesn't work". No patient impact reported.

Event description:
The k calibration data from the system was evaluated by an imaging scientist and it was determined that the k-factor values needed to be updated. Once this was complete the system was working as intended.